Event description:
Device not working, red led and beep. No patient involvement.

Manufacturer narrative:
Failed cells in the returned pad-pak (lot j0726). Upon receipt, the returned pad-pak was found to be depleted beyond any use. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led as per the reported fault. The battery cells on the returned pad-pak were measured individually, with 3 of the 6 cells severely depleted, the cause of which could not be determined.

Event description:
Device not working, red led and beep. No patient involvement.